Event description:
It was reported that 4 bd micro-fine¿+ pen needles were difficult to operate during use. The following information was provided by the initial reporter, translated from chinese: "the outer box is marked with the type of adaptation. The customer used this type of pens, but used 4 pens, but found that they could not be installed and adapted, and the screw holes did not match."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd micro-fine¿+ pen needles were difficult to operate during use. The following information was provided by the initial reporter, translated from chinese: "the outer box is marked with the type of adaptation. The customer used this type of pens, but used 4 pens, but found that they could not be installed and adapted, and the screw holes did not match."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. After communication, it was known that the patient had improper operation, and the problem was eliminated after guidance.